Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil was only able to partially advance into the microcatheter. Therefore, the physician removed the ruby coil and attempted to advance it again through the microcatheter; however, resistance was experienced once again and the ruby coil was removed from the microcatheter. The procedure was completed using a new ruby coil and the same non-penumbra microcatheter. The physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.